Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that after inserting a new battery, the insulin pump had an unresponsive act button. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 278 mg/dl at the time of the incident. The customer also stated that there was no significant event leading to the keypad issues. The customer's parent also stated that the time on the clock did not advance when monitored for one minute. The customer's parent was advised to change the battery and observe the time for three minutes. The customer's parent stated that the time still did not advance. The customer's parent also stated that the insulin pump alarmed failed battery test. Failed battery test troubleshooting was performed. The customer's parent stated that neither compartment nor spring are damaged or corroded. The customer's parent was advised to insert a battery and to make sure the battery was inserted properly. The insulin pump alarmed failed battery test. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.